Event description:
In 2006, an arteriotomy closure was performed with a starclose vascular closure system after an intervention procedure. After firing the clip, the physician could not remove the device. He tried to cycle the vessel locator button; he then pressed the safety release button; after that, he tried to remove the device with force. The patient had to undergo surgery to remove the device. The patient stayed on extra day in the hospital. The patient status as of 2006 is "all right now".

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. There was no lot information and were not able to perform device history record review in this case.